Event description:
It was reported that they discovered an impedance issue in the left extension after closing had started during a battery replacement procedure. There were no impedance issues pre-op. During the procedure, after the new battery had been implanted and secured, the impedances were all good. After the resident started the close the incision, the impedances still remained good. A third impedance test was run and that is when the impedance issue on contact 2c was discovered (both bipolar and monopolar impedance issues on contact 2c). After that, the incision was re-opened and the extension was removed from the battery, wiped clean, the battery port was suctioned, and impedances were run again. The same issue remained. Then, the extensions were flipped inthe battery to identify if the issue was with the battery or the extension. When the issue travelled to the other side, it was obvious the issue was with the extension and not the battery. After numerous attempts at cleaning and re-positioning the extensions, the impedance issue remained consistently on 2c. The attending was informed, and he did not want to perform an extension revision in that moment. Since 2 is the patient's active contact, the surgeon decided that if the patient doesn't receive the same therapy as before, he will perform an extension revision in the future. When the surgeons were inspecting the extensions, a kink in the problematic extension was observed, but this was present when the impedances were still good, so it is unclear as to whether this contributed. Resident may have potentially nicked the extension while closing the incision, although he claims he was no where near the extensions. Additional information received from rep. No symptoms associated with impedance has been reported. Rep clarifies that this is high impedance. Battery replacement was due to normal battery depletion. Issue has not been resolved and no further action is planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.